Manufacturer narrative:
On november 9, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation and conducted visual inspection, leak testing, microscopic examination and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the gel in the sm mpp gel 250cc breast implant looked yellowish. Leak testing was performed in accordance with mentor procedures and the product was found to have a tear between the joint of the shell and the patch. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device batch number 6007851 and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 7, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: desire for removal only. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 250cc mentor memorygel breast implants, elected for removal of the implant, post-procedure. During the removal surgery on (B)(6) 2021, the right breast implant was discovered to be ruptured and to have a different color upon removal. Subsequently, the implants were removed without any replacement.